Event description:
I've been using the libre 3 plus system for years without issue, but today I encountered a problem. The device showed an error sign and then temporarily stopped reading. When it resumed, it displayed a glucose reading of 203 mg/dl, and this high reading persisted throughout the day. Because of this, I continued exercising, thinking it might be accurate -- but I had doubts. So, I checked with my onetouch glucose meter, which showed a reading of 129 mg/dl, indicating a significant discrepancy. I've taken photos of both readings for reference. Due to the error, I ended up using two sensors back-to-back today. I typically use one sensor for 14 days, but now I'm about to apply a third one, unsure if the issue will happen again. I would appreciate your guidance on how to proceed and whether this may be related to a faulty sensor or batch. Patient code: 4582. Device code: 2459. Ref report: mw5182758.